Event description:
Rptr states that she had breast implants without her knowledge. The dr who inserted the implants died shortly afterward and her ob/gyn physician quit practice, leaving without any further contact. She had thought that there was nothing that she could do to rectify the problems that she has had through out the yrs. Almost immediately after the implantation she had pain and hardening of her breast. Now she has all kinds of problems that her current dr cannot explain.